Event description:
Harmonic scalpel instrument did not work on minimum setting - only maximum setting using handpiece. Device worked on both minimum and maximum settings using foot pedal when tested at end of case. Manufacturer was called and notified of the incident.